Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided were limited to the patient's implant operative report and implant tracking log for the bard/davol flat mesh only. Based on the patient's legal fact sheet, it is alleged the patient experienced infection. In regards to infection the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2007 - patient was diagnosed with pelvic organ prolapse (pop) and underwent a repair of vaginal fistula, abdominal colpopexy and implant of a non-bard/davol mesh. (B)(6) 2008 - patient was diagnosed with recurrent pelvic organ prolapse (pop). Patient underwent resection of previous non-bard/davol mesh and an abdominal colpopexy with implant of a bard/davol flat mesh. Operative dictation notes the mesh was "resutured in two areas as the graft was split and sutured anterior and posteriorly on the vagina and then tacked to the sacrum using suture." Alleged per the patient's legal fact sheet, the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and dyspareunia.